Event description:
It was reported that the pcu was discovered to had experienced error code 800.8000 according to the logs. This resulted in delayed therapy severity d which means that intervention was required. Further follow up revealed that, "they had a brief period of hypotension because the norepinephrine was infusing but outcome was not affected by this." Also it was reported that the, "intervention was required" refers to the to finding another pump set and resuming the medication that was previously being infused.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was discovered to had experienced error code 800.8000 according to the logs. This resulted in delayed therapy severity d which means that intervention was required. Further follow up revealed that, "they had a brief period of hypotension because the norepinephrine was infusing but outcome was not affected by this." Also, it was reported that the, "intervention was required" refers to the to finding another pump set and resuming the medication that was previously being infused. It was also later clarified that the patient did not need any medications to counteract the hypotension, and the delayed therapy was estimated to be 1-2 minutes.

Manufacturer narrative:
Omit: b17: device not returned, c20 - no findings available. Correction: describe event or problem, unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pcu experienced error code 800.8000 was confirmed during the review of the logs; however, it was not replicated during extensive laboratory testing. The external and internal inspection process performed on the returned pcu noted evidence of fluid ingress and contamination around the serial port area, within the rj-45 serial port, and back of rj45 serial port area. Bd software engineering analysis confirmed that a possible electrical failure most likely occurred due to fluid ingress on the serial port. The reported event date and time of the issue was noted as (B)(6) 2024 around 4pm-5pm. A review of the pcu error log identified an error code 800.8000.0 was recorded on (B)(6) 2024 at 4:59 pm. Based on the review of the pcu event log, on (B)(6) 2024 at 12:05 pm, the system was powered on. Three (3) pump modules were noted to be attached at the time of the pcu being powered up. Further review noted infusions were programmed on the pump modules as well as another pump module being attached and programmed for an infusion for a total of four (4) pump modules attached. Around the reported time, it was noted there was a previous programmed infusion started at 4:49 pm for one of the four attached pump modules; however, the next log entry was the pcu being powered on at 5:04 pm. Further review noted no infusions on the reported event date. Laboratory testing on the returned pcu with four (4) pump modules attached and infusions programmed for 24 hours noted the infusions completed on schedule and there were no errors or anomalies observed. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. (Mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices. Bd alaris¿ system cleaning audit. Bd alaris¿ system cleaning checklist. Bd alaris¿ system iui inspection quick reference. Bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. There was no patient involvement. Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause for the reported complaint that the pcu experienced error code 800.8000 is being attributed to a possible electrical failure due to fluid ingress on the rj45 serial port. Inspection observed evidence of considerable fluid ingress around the serial port area. Note that this report lists imdrf annex a040502, a1801, g02035, g02017, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.